Event description:
It was reported by the surgical team that upon removal of the ng tube, it was observed that the distal hole had a crack in it and the tube was bent.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿instructions for nasogastric tube insertion 1. Explain the procedure to the patient. 2. Carefully measure to fi nd desired length of the tube using the nasogastric tube as a measurement aid. To determine the insertion length: measure the tube from the tip of the nose to the earlobe and from the earlobe to the tip of the xiphoid process. Mark the length of the tube to be passed with a small piece of tape. 3. Check the patient¿s nostrils for patency; select the nostril with best patency. 4. Lubricate the full length of tube to be inserted."

Event description:
It was reported by the surgical team that upon removal of the ng tube, it was observed that the distal hole had a crack in it and the tube was bent.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿instructions for nasogastric tube insertion 1. Explain the procedure to the patient. 2. Carefully measure to fi nd desired length of the tube using the nasogastric tube as a measurement aid. To determine the insertion length: measure the tube from the tip of the nose to the earlobe and from the earlobe to the tip of the xiphoid process. Mark the length of the tube to be passed with a small piece of tape. 3. Check the patient¿s nostrils for patency; select the nostril with best patency. 4. Lubricate the full length of tube to be inserted." Correction: e4, g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported by the surgical team that upon removal of the ng tube, it was observed that the distal hole had a crack in it and the tube was bent.